Manufacturer narrative:
Testing did not confirm the inability of the device to infuse from the secondary channel, however, the report of underdelivery was confirmed. During test procedures, the pump eventually failed to operate due to "system restest" alarms. This failure was determined to be caused by the plunger collar stop nut, which was found to loose.

Event description:
The pump was received in the biomedical engineering department with a note stating: "won't infuse secondary." The note was not signed, the device could not be traced to a user, nursing unit or patient. No incident report was made, no report of any adverse patient event. When tested in biomed, the device underdelivered by 50%. When set to infuse a total of 20 ml in the concurrent mode, a volume of 10 ml was received. No further information was available.